Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: the cause of placement signal issue was not determined since no device/logs were returned.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a loss of placement signal during support. It was reported that the physician used shockwave therapy on the patient¿s left main coronary artery, after which the impella cp placement signal was observed to be lost. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.